Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller mentioned they were reprogrammed by their rep, but their unit is not working properly. Caller mentioned the unit does not stop the pain where is it supposed to stop the pain. Caller was told that the wires are defective and something is wrong with the wires. Caller shut off their implant for 2 about two months because it was not functioning right. Caller talked to their rep every week but issue didn't resolve. Agent redirected patient to hcp. See previous cases. Caller mentioned for their previous implant worked just like their new implant. Caller mentioned the piece of equipment was taken out of them and disposed of. Agent understood this as previous implant battery. Agent tried to asked more information about the previous implant then caller start mentioning that they were in a tragic accident. Caller clarified that the unit hadn't work 36 days after the new implant was installed. Caller inquired on how to contact the legal team. Agent provided legal phone number to give to their attorney.. [See general text info for details on omitted information.

Manufacturer narrative:
B3: event date is unknown section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-03617. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt clarifies that their previous ins worked perfect. Their ins does not work stating they need stimulation at l4 and l5 but were not getting it. Pt reports the cause of the issues was undetermined. Pt reports being in more pain and having a worse quality of life with their device not working, stating they are taking more narcotics and over the counter medications. Pt reports their ins "officially quit working (B)(6) 2024".